Event description:
Same case as: 6000089-2006-00977 following a coronary stenting drug eluting treatment procedure, a thrombosis occurred. The 80% stenosed lesion being treated was located in the tortuous, calcified mid interventricular anterior (iva). The physician predilated with a voyager 2.5x12mm balloon, infalted to 8atms for 30 seconds. The 3.00x16 mm and 3.00x8 taxus express2 drug eluting stents were placed and inflated to 10 atm's . The stents were well apposed. The pt received heparin and olavix. The pt's tatus post procedure was reported as "ok". Later in day the pt presented with pain. The pt was brought back to the cath lab and diagnosed with a intra-stent thrombosis. The obstruction was treated with a 3x20 mm voyager and a 3x15 mm vision stent, inflated to 12 atm's, was placed proximal to the initial stent. No pt complications were reported. Pt status reported as "good".